Event description:
Premature infant required intubation following delivery. Unable to remove stylet; required reintubation. The stylet was not saved. I am providing the stylet lot numbers -2- that were available for use at the time of the incident.